Event description:
Status post plate and screw implantation patient returned to surgeon's office for post op visit. An x-ray showed the plate was broken with the screws intact. Surgeon removed the product.

Manufacturer narrative:
(B)(4). Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.